Event description:
It was reported that stent damage occurred. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The device was removed from the patient's body and the procedure was completed with different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).